Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. Review of labeling: indications quill¿ device comprised of dyed pdo is indicated for use in soft tissue approximation where use of absorbable sutures is appropriate. Contraindications: the quill¿ device comprised of dyed pdo is not to be used where prolonged (beyond six weeks) approximation of tissues under stress is required and is not to be used in conjunction or for fixation of prosthetic devices (e.g. Heart valves or synthetic grafts) that are non-absorbable in nature. Warnings the loop of the quill¿ device for wound closure should be deployed by users familiar with surgical procedure, techniques and tissues. Physicians should consider the quantity and quality of tissue in which the loop will be anchored. The use of this suture may be inappropriate in highly vascularized tissue or fragile tissue that cannot withstand potential further tightening/constriction within the loop. Users should be familiar with surgical procedure and techniques involving absorbable sutures before employing quill¿ device comprised of pdo for wound closure, as risk of wound dehiscence may vary with the site of application and the suture material used. Physicians should consider the in vivo performance (under actions section) when selecting a suture for use in patients. The use of this suture may be inappropriate in elderly, malnourished or debilitated patients, or in patients suffering from conditions which may delay wound healing. As this is an absorbable suture material, the use of supplemental nonabsorbable sutures should be considered by the surgeon in the closure of the sites which may undergo expansion, stretching or distention or which may require additional support. The safety and effectiveness of quill¿ device comprised of dyed pdo have not been established for use in fascial closures (including abdominal wall, thoracic and extremity fascial closures), gastrointestinal anastomoses, cardiovascular tissue, neural tissue, osseus tissue, tendinous tissue, ophthalmic surgery or for use in microsurgery, therefore this product should not be used for these purposes. Precautions the quill¿ device contains a loop end and barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying of knots on the barbed section of the material will damage the barbs and potentially reduce their effectiveness. For the device to function properly, quill¿ device must first be anchored in the tissue by the deployment of the loop around robust tissue, then with the other subsequently engaged in the tissue by the barbs. Additionally, when completing placement of the barbed segment, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the quill¿ device in place. Avoid contacting the quill¿ device with other materials (e.g. Surgical gauze, drapes, etc.) In the surgical field to prevent ensnaring on the barbs. If the barbs catch, carefully pull the material in the opposite direction of the straight needle to disengage it from the barbs. When using the quill¿ device subcutaneously, the device should be placed as deeply as possible in order to minimize erythema and induration normally associated with absorption. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with quill¿ device. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Discard used needles in designated biohazard ¿sharps¿ containers. Adverse reactions adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions occurs and transitory local infection at the wound site. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of bloodborne pathogens. Due to prolonged suture absorption, some irritation and bleeding may occur.

Event description:
It was reported on (B)(6) 2025 that during the operation, the needle broke and fell into the patient. The needle was successfully removed from the patient. There was no patient injury and no additional intervention required.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The product was found to be manufactured/inspected according to criteria/procedure.